Manufacturer narrative:
(B)(4). The device will be repaired in (B)(6). As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A search for related complaints for this product code and serial number is not required since these units each have a specific serial number. At this time this complaint is considered to be closed. Device not available

Event description:
As reported by the ous affiliate, an icp alarmed are showed incorrect readings after being connected to the microsensor. Another was used to complete the procedure. There were no reports of delay or patient harm.